Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation; the report was observed during initial testing. However, the reported problem could not be duplicated with the device. The device was returned to the customer unrepaired. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.